Event description:
It was reported patient's dosage was increased to 342mcg and was not responding as well as during trial. Patient's wife stated initially spasticity improved slightly but now does not seemed to be improving following a new pump and catheter implant. The patient was in a rehabilitation hospital for brain injury at the time. The pump contained lioresal (baclofen) 500 mgc/ml with dosage unknown. It was noted no device troubleshooting and/or intervention was needed at the time and pump was working fine. It was further reported one week later, an overdose occurred and patient had respiratory distress, vomiting, loose limbs, and a blood pressure of 97/45. The symptoms had occurred during a normal refill cycle. Patient's wife stated the dose was changed a couple days before from 390 to 450 mcg/day. It was noted, this was the first occurrence and patient was admitted to hospital. X-rays of the pump system were performed and no problems were found. It was noted overdose was not seen until 3 days after dose was increased. Manufacturer representative stated, it was uncertain as to the cause of the event and that it appeared the device was not an issue. It was noted pump was turned down and patient was doing better. Additional information will be provided when available.

Manufacturer narrative:
(B)(4).